Event description:
It was reported that the patient had inappropriate shocks due to oversensing of non-physiologic noise via decreased intrinsic amplitudes. Technical services advised to do some testing via posture changes and exertion. There were no additional adverse patient effects. The system remains implanted.